Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: visual, dimensional and functional inspections were not performed as the product was not returned. However, photos of the explanted product were received and submitted to a clinical consultant for review. Commentary noted the following: "some surface roughness of the liner appears present although the cause cannot be established without formal mar investigation." A review of the provided medical records, x-rays and explanted devices photographs by a clinical consultant indicated: "x-rays confirm an adequate implantation of components without obvious issues. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, this pi case is caused by a mix of adverse patient related and procedure-related factors." The device history indicated all devices accepted into final stock met specifications. The complaint history review indicates there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by sales rep that patient's left knee was revised due to pain and infection.

Event description:
It was reported by sales rep that patient's left knee was revised due to pain and infection.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #7 l-cem; cat# 5510f701; lot# elnmr. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# khuza. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# xlny. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.